Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed wanted to get quote to send in arctic sun device for repair. Since device was getting calibration error 80. Per sample evaluation results received via task on 21nov2024, it was reported that the neutral side connector between ac main circuit card and power inlet module was found blackened and melted through. The elbow found in place of the plastic main tank drain outlet was a brass compression fitting. The flow meter reading was too low post repair to pass functional testing in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is 1405844. Damaged/discolored wiring that connects the ac cca card assembly to the power inlet module, damage of the power inlet module, and overheating of the wires due to inadequate crimping process. The device was evaluated upon receipt. Neutral side connector between ac main circuit card and power inlet module was found blackened and melted through. Replaced ac main voltage circuit card and power inlet module. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. CAPA 1405844 has been opened for this failure. Refer to the CAPA for further action. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed wanted to get quote to send in arctic sun device for repair. Since device was getting calibration error 80. Per sample evaluation results received via task on (B)(6) 2024, it was reported that the neutral side connector between ac main circuit card and power inlet module was found blackened and melted through. The elbow found in place of the plastic main tank drain outlet was a brass compression fitting. The flow meter reading was too low post repair to pass functional testing in an arctic sun device.